Event description:
It was reported that during an unknown procedure there was a device failure. There was no reported patient consequence.

Manufacturer narrative:
Date sent: 8/28/2007. Eval summary: the unit was returned and the main pcb was repaired. The unit was cleaned and calibrated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.